Manufacturer narrative:
A field service tech will be dispatched to evaluate the rover, once the user facility authorizes a service visit. A f/u report will be submitted if the product is evaluated, or if any additional event details are received.

Event description:
It was reported that the rover began smoking. No further info was provided by the user facility. Attempts to obtain additional info were unsuccessful.